Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim: it was reported by customer that leaking from the filter tubing interface.

Event description:
Material # mz9270. Batch # 24039216. It was reported by customer that leaking from the filter tubing interface. Rcc received a complaint via email. Leaking from the filter tubing interface. Product number - mz9270. Lot number - 24039216. Additional information received on 05sep: for issue reported under (B)(4): could you please provide a further description of the issue? During infusion, noted filter was leaking. When was this defect observed? During or before use? During use on a patient. What was the impact to the patient? Delay of delivery of IV fluids. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm. Is there a photo or sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? Yes, product and packaging available. Can you please provide an exact date of event in mm-dd-yyyy format? 08-30-2024.

Manufacturer narrative:
The customer reported leaking at filter and distal tubing, and returned 1 sample of material mz9270, lot 24039216. The sample was infused with water, and the leakage was confirmed from the male luer side of filter. The leakage is coming from the tubing connection to filter. The manufacturing site is working on the root cause through a funded project to ensure that the risk of recurrence for the issue is addressed. A quality alert was generated 07nov2024 to communicate the failure and reinforce the correct method of joining the components (tubing/pediatric filter). The issue is a high priority for bd quality.